Event description:
The following has been reported: nurse reported: "while priming tubing for infusion, nurse encountered machine unable to read cassette and then error screen. New pump and tubing set obtained to restart process" patient harm: no. A preliminary review identified the following issue: set not recognized. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.